Event description:
It was reported during a routine removal surgery, the tips of three (3) drivers broke. This prolonged the removal surgery by 30 minutes. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00647, 3025141-2023-00648, 3025141-2023-00650, 3025141-2023-00651, 3025141-2023-00652, 3025141-2023-00653, 3025141-2023-00654, 3025141-2023-00655, 3025141-2023-00656, 3025141-2023-00657, 3025141-2023-00658, and 3025141-2023-00659 for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Three driver tips were returned for an incident representing three breakages; driver tips were not labeled but were separated to indicate which returned main driver body a specific tip broke from / corresponds to. The event details indicate the failure happened during a removal operation. The returned part was examined with magnified photography. Observed phenomena include: for all returned drivers: the tip of the drivers were broken; the part had separated into at least two fragments- the body and fragment(s) of the tip. Given that only two tips were returned for three driver breakages, the remainder of the evaluation will largely focus on the main bodies of the returned devices. For drivers batch 517383 & 530862. The main body's drive interface terminated with a complex fracture setup consisting of multiple fracture surfaces, with the majority of fracture surfaces being oblique/angled and therefore not perpendicular to the device's axis. The regions adjacent to edges of the fracture surfaces exhibited no stretching or necking (i.e. No ductility). Surfaces appeared moderately bumpy with sporadic texturing and occasional sharp edges; there were no regular occurrences of progression/beach/seashell marks on the fracture surfaces(i.e no signs of fatigue). There was occasional brown discoloration on the surfaces of the breakage. For drivers batch 517383 & 530862. In all cases for both the body and the fragments of devices that underwent an oblique fracture, there appear to be ancillary/secondary fractures/cracks that had propagated through or around the fracture surface without fully fracturing (i.e. Without fully splitting portions of the device off into fragments). This would contribute to the possibility of a complex failure mode for driver batch 579754. The main body's drive interface terminated with a comparatively simplistic fracture setup consisting of one fracture surface; this fracture surface appeared largely perpendicular to the device's axis. The regions adjacent to edges of the fracture surfaces exhibited no stretching or necking (i.e. No ductility). Surfaces appeared smooth/flat with sporadic texturing and occasional sharp edges; there were no regular occurrences of progression/beach/seashell marks on the fracture surfaces(i.e no signs of fatigue). The tip of the driver towards this breakage exhibited drive lobes that appear twisted as well as slightly bent to one side (i.e. Very mildly bent off-axis). The reported event included relatively few details about the nature of the incident resulting in breakage, beyond that "the surgeon broke the tips of three screwdrivers during the removal procedure. Overall, the observed driver damage does not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; in scenarios where the returned part exhibits multiple oblique/angled fracture planes, or off-axis bends of nominally-straight features, this may suggest that the device could have failed in a brittle manner during torsion with a potential additional off-axis loading component. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.